Manufacturer narrative:
Concomitant medical devices: t505u25, tissue valve, implant date (B)(6) 2010; addr01 ipg implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. The right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.